Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a crusty, red rash under the lifevest equipment. It was reported that the patient has psoriasis. The patient's physician prescribed hydrocortisone and benadryl for the skin irritation. Follow up indicated that the skin irritation improved.